Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, laparoscopic right hemicolectomy, the surgeon, found blue foreign matters in the operative site after making a port. It was a part of inner cylinder. Opened another. No further incident. No tissue damage. Nothing fell into the cavity. No bleeding. The last patient's status: good.